Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
Boston scientific receive information that several different issues occurred when it comes to various flextend and finline leads. These include, dislodgement, insulation defect, extension of operation and x-ray time. At this time the model/serial of the leads is unknown. No adverse patient effects were reported.